Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main system the patient orders were not showing on the pyxis machine or the pyxis console. The customer requested support merge the medical record numbers (mrn) on pyxis so the orders could be resent. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station patient orders were not shown on pyxis machine or pyxis console. A technical support specialist found that regarding the limitations in sending the admitted status for both accounts via the electronic medical record interface to pyxis, especially in cases where the accounts have already been merged and share the same encounter or visit identifier. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main system the patient orders were not showing on the pyxis machine or the pyxis console. The customer requested support merge the medical record numbers (mrn) on pyxis so the orders could be resent. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.